Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
A: left blank due to no patient information/indication of patient involvement. E: initial reporter information is unknown.

Event description:
The complainant reported that the device exhibited battery power low / failure.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the battery level low alarm was a communication anomaly between the battery and power battery management board. Device history lot ==> n/a device history batch ==> subcomponent name: n/a material number: n/a lot number: n/a serial number: n/a. Device history review ==> q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) complaint history review - have there been any other complaints against this console? 25-43079-1: aic - shutdown or restart issue 24-37718-2: optical signal issue 23-13563-1: optical signal issue above 3 compliant's are not related to the reported complaint. Product history review summary : there were no other issues which are related to complaint discovered when reviewing the product history of console (B)(6).